Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported an error message occurred during aspiration. An angiojet® solent¿ omni was being used during a thrombectomy treatment procedure. The device was primed and advanced into the patient. The physician started aspiration, but after a few seconds, a 'check saline supply' message occurred. It was also noted the device was leaking at the bulb/pump in the console. The device was exchanged to another angiojet® solent¿ omni and the procedure was completed. There were no patient complications and the patient is fine.